Event description:
The nihon kohden (nk) technical service account manager (tsam) reported that this central nurse's station (cns) randomly reboots. There was no patient injury reported.

Manufacturer narrative:
The nihon kohden (nk) technical service account manager (tsam) reported that this central nurse's station (cns) randomly reboots. After rebooting, all the gz transmitters lose connection and once they reconnect, full disclosure fails to load the data. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/17/2025 emailed the customer via microsoft outlook for all information in the ni list. Above: the customer replied and stated that the cns was monitoring gz-130pa transmitters; however, serial numbers could not be provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: gz-130pa. Serial #: ni. Device manufacturer date:ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no.

Manufacturer narrative:
Details of complaint: the nihon kohden (nk) technical service account manager (tsam) reported that this central nurse's station (cns) randomly reboots. After rebooting, all the gz transmitters lose connection and once they reconnect, full disclosure fails to load the data. There was no patient injury reported. Investigation summary: a definitive root cause of the reported "full disclosure not loading" could not be determined as it was not clear whether the access attempt was made from the cns or the gz, as no specific information was provided. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/17/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the cns was monitoring gz-130pa transmitters; however, serial numbers could not be provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model#: gz-130pa, serial#: ni, device manufacturer date: ni, unique identifier (UDI)#: ni, returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The nihon kohden (nk) technical service account manager (tsam) reported that this central nurse's station (cns) randomly reboots. There was no patient injury reported.